Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.